Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a broken off end cap. They were unable to verify the compromised force sensor system alarm and perform the rewind, basic occlusion, occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor alarm and cosmetic/physical damage on the insulin pump.